Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient experienced halos right after implantation of the intraocular lens (iol) in the left eye. After 6 months, the iol was explanted and replaced by an iol of another model. The patient was reported to be doing very well when discharged. The visual acuity post-operative is 20/20. There was no incision enlargement and no vitrectomy performed. There was no other treatment or prescription given by the doctor. No additional information was provided to abbott medical optics.